Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.

Event description:
It was reported that during two episodes of sinus tachycardia the device treated them as ventricular tachycardia which resulted in the patient receiving inappropriate therapy. The device remains in use. No further patient complications were reported as a result of this event.